Event description:
The customer contacted philips healthcare to request evaluation of the defibrillator because it was not recognizing any of the "peripherals" (accessories). Inability to recognize accessories could prevent monitoring and therapy. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.